Manufacturer narrative:
Product analysis: the device was not returned, it was discarded. Therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of this transcatheter bioprosthetic valve, a native type 0 bicuspid native aortic valve with a mean gradient of 60 millimeters of mercury (mmhg) presented. A pre implant balloon dilation (pid) was performed with a 20 millimeter non-medtronic balloon. The 26 mm transcatheter valve was then implanted. The gradient was 32 mmhg and the valve was visually constrained. Angiography revealed moderate paravalvular leak (pvl). A post balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon. During the post dilation, the valve dislodged into the sinuses. The valve was snared up into the ascending aorta. A second system was loaded with another 26 mm valve, however, this second valve could not be anchored in a position with confidence by the implanters that it would not dislodged upon release. At that time, pulmonary edema and an acidotic state occurred. The second system was removed and the patient was stabilized. The next day, an open surgical procedure was performed. The transcatheter valve was explanted and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Device codes, eval code method, eval code result, eval code conclusion. Conclusion: the device was not received for analysis, but procedural images were submitted for review. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the submitted procedural images, the fluoroscopic inspection of the valve load was considered ¿good¿. Review of images also confirmed the inflow portion of the valve frame was constrained following valve deployment. A post-implant balloon aortic valvuloplasty was performed and dislodged the valve. High gradients can be related to valve related (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricle outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). In addition, paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Multiple factors can affect valve frame expansion, such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the incomplete expansion of the valve frame could be the probable cause of the high gradients and the moderate pvl. However, based on the available information, we are unable to conclusively determine the cause for this report. Potential factors that can influence a valve to dislodge include tension applied on the device during positioning, calcification levels and compliance of the native anatomy, user technique and a number of others. Per the image review, it was confirmed that a post-implant bav was performed and the valve became dislodged. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. If the heart team determines that balloon dilatation is appropriate, consider all factors when selecting the dilatation parameters to ensure patient safety: balloon model, balloon size, balloon position, inflation pressure, and patient anatomy. The use of a snare to reposition the valve after deployment is complete is not recommended per the device IFU, ¿physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.